Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.

Manufacturer narrative:
(B)(4). .

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.